Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed p wave amplitude variation, low pacing impedance and noise on the right atrial( ra) lead. Programming changes were performed to resolve the issue. The patient condition was stable.